Event description:
It was reported that during an a-fib procedure, after mapping the left atrium with carto 3, the physician noticed a small pericardial effusion on the ultrasound, however, proceeded with mapping/ablation. About 30 minutes later, they noticed the effusion had progressed, requiring the case to be aborted. All catheters were removed from the left atrium and a pericardiocentesis was performed. Protamine and IV fluids were given. It was stated that at the time of the call, the pt had hemodynamically stabilized but the anesthesiologist was still in the room working.

Manufacturer narrative:
(B)(4). (B)(4).